Event description:
It was reported during the implant surgery, the hcp was unable to pull the guide wire out of the catheter once it was placed intrathecal. This caused the catheter to be stretched and holes were introduced into the catheter. A proximal catheter pump segment was then used to connect to pump. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.